Event description:
The patient reports she had the realize band placed on (B)(6) 2010. First fill was done on (B)(6) 2010 of 7cc's. Another fill of .5cc was done on (B)(6) 2010. The patient reports some fluid was removed on (B)(6) 2010 due to vomiting. The patient then reported back on (B)(6) 2010 to surgeon's office and patient had all fluid removed from band as patient had repeated vomiting. The patient reported back on (B)(6) 2010 for another fill of 6.5cc's. Part of fluid was removed on (B)(6) 2010. On (B)(6) 2010, patient reported she had a lap cholecystectomy. At that time, surgeon reported band placement looked fine and surgeon took down some adhesions. On (B)(6) 2010, patient went back to have all fluid removed due to vomiting. Patient reported back to have fluid added feb. 8, 2011 and patient thought this fill was 6-6.5cc fill. By (B)(6), all fluid was removed due to vomiting. On (B)(6), fluid was added (patient thought 6 cc's). On (B)(6) 2011, patient thinks fluid was completely removed due to vomiting. Patient is scheduled for return visit to surgeon on (B)(6) 2012. The patient said surgeon thought her esophagus was dilating and not pushing food through.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted. Spoke to the patient and she states that she has 10-11 fills since the band was placed in 2010. Patient read operative report which indicated that she has the rlzb32. She advised the first fill performed 4-6 weeks after implant, and was 7.0-7.5 ccs of saline. The band was been deflated or partially deflated several times due to vomiting. The band has never been filled about 6-6.5 mls as she has not been able to tolerate more than that. The band is completely deflated at this time.